Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar fusion at l4-5 using rhbmp-2/acs placed inside of a peek cage. Following the patient¿s surgery, the patient developed back and leg pain, as well as left leg weakness, numbness, and foot drop. The patient underwent additional imaging. An MRI dated (B)(6) 2013 demonstrated that the patient had developed ectopic bone growth. The patient has never recovered from his surgery, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.